Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. The customer loaded cold insulin into the cartridge and tandem technical support explained this was off label. Customer¿s blood glucose was 129 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.